Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Baxter reported a rotator departed from holder after about 1 month of use. The sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
.